Manufacturer narrative:
A umano service technician went on user site on 2020-11-24. As per the log history, the bed had been calibrated, and zeroed recently. The bed was tested to be in proper working order by the service technician. After investigating the customer's nurse call cable, it was discovered that a non-OEM approved nurse call cable was used with the bed. Umano service technician provided the user reference of approved nurse call cable part number material by e-mail. This appears to be a user misuse. No corrective action was required. The manufacturer will follow the trend.

Event description:
It was reported by the user that in the last 2-3 weeks the patient exited the bed, allegedly undetected, 2 or 3 times. Recently, the patient had fallen to the ground, no injury was reported, but the user reported that the bed did not detect the bed exit event.